Event description:
It was reported that the patient experienced a hyperglycemic event with a reported blood glucose value of 355 mg/dl following placement of a new infusion site after recent non-diabetes¿related hospitalizations; the patient had entered a more than usual meal announcement after breakfast. During troubleshooting, the patient was uncertain whether the tubing had been properly filled prior to insertion. Symptoms included hyperglycemia. Outcomes included elevated blood glucose requiring therapeutic intervention through reinsertion of a new infusion site and resumption of insulin delivery; no emergency medical services or hospitalization were required for this event. Investigation included communication with the patient and review of the information provided. Evaluation identified improper infusion set priming as a contributing use-related factor, and no medical device malfunction or component failure was identified. It was concluded that the hyperglycemic event was associated with user handling and therapy management rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.